Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported left side rupture discovered during explant; device replaced.

Event description:
Healthcare professional reported, left side rupture. Discovered, during explant. Device replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening on posterior, crease flat, and missing patch (0-25%). A microscopic analysis was performed which identified, a striated opening on posterior. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. Missing patch assessed, as inconclusive.